Event description:
Customer response on 07-apr-2026. Please close this incident. It has already been resolved.

Event description:
It was reported that the needle pierced the catheter. (This MDR represents unknown dates.) Staff nurses have shared that many times when advancing the catheter, they are finding that the catheter shears on the needle. Was patient or end-user injured: n. When was incident noticed: prior to use (prior to use interpreted to indicate during the insertion process rather than during the infusion process) was incident discovered during direct patient care: n. Was any medical treatment required: n.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.